Event description:
It was reported that during implant attempt, the doctor had difficulty finding a good site for the competitor lead. Due to low sensing values, the competitor lead was replaced, but then the device displayed high hvb impedance greater than 200 ohms, even after multiple reconnections. Eventually the connector pin could not be inserted properly into the device, and after 10-12 attempts it seemed like the "screw" had been damaged too. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.